Event description:
Patient was transported from MRI scan and during transport the patient backboard became disconnected from patient trolley and patient fell to the ground with backboard. No injury to patient noted. User indicated that the table was docked at the time of the incident and appeared stable. Incident appears to be a mechanical error with table trolley.